Manufacturer narrative:
This report is submitted on august 1, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor speech and performance with device use resulting in the decision to explant the device on (B)(6) 2018. The patient has no intention of being reimplanted with a new device as of the date of this report.